Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 395 mg/dl to 536 mg/dl. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was not using auto mode feature. The customer also reported that they performed the high pressure test and they were able to passed the test. The insulin pump will not be returned for analysis.